Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 20 mmol/l (360 mg/dl). The pod was worn between 36 and 48 hours on the back. It was noted that the cannula was bent and fluid was leaking. Hyperglycemia treated with a new pod.